Manufacturer narrative:
A2. Age at time of event: under 18 years old.

Event description:
It was reported that a device separation occurred and fragments remained inside the patient. The 75% stenosed target lesion was located in the severely calcified mid left anterior descending artery. During percutaneous coronary intervention (pci), the rpm was noted to reach speeds of 130,00 rpm while in dynaglide mode due to a malfunction of the rotapro console. Per the physician, the abnormal rotational speeds resulted in separation of the rotawire in the left anterior descending artery periphery. The detached fragments of the rotawire remain in the patient's body. The procedure was completed and no patient injury was reported.